Event description:
Baxter received a report that there was a cut(pinhole) on the tubing about 5cm away from the sleeved connector. The patient found a leakage. After checking the set, the patient found a cut(pinhole).the cut(pinhole) seemed to be made by something like scissors. The cut (pinhole) was not made while changing the bags. They did not know whether the cut (pinhole) was made by something like scissors or by clean flash. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
Evaluation summary: baxter received one used set with no cap on spike connector and no cap on patient connector (no titanium adapter returned) into the lab in reference to leak. Functionally hand tightened a lab titanium adapter without difficulty. Set was tested underwater at 8 psi with leak noted from cut/hole approximately 3" from sleeve in closed position. During visual inspection, the cut/hole was approximately 3/4 ways around the silicone tubing. The reported condition was confirmed in the lab. The root cause was undetermined.